Event description:
Report received from (B)(6) states: "the vitrectomy cutter stopped while in the eye. Vitreous fibers were always in the lumen of the vitrectomy leading to difficulties to remove it from the eye. This could be a risk for the retina. No pt impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested to be returned; however, it has not been received.